Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. The reported patient effect of restenosis, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Adverse event: restenosis requiring intervention. Onset of adverse event: approximately 13 months after the procedure. Device issue: none. It was reported via trial that on (B)(6) 2009, the patient underwent stenting in the predilated mid right coronary artery with one xience v stent. On (B)(6) 2010, the patient was admitted to the hospital for percutaneous coronary intervention to revascularize the target lesion's in-stent restenosis. The patient's condition resolved on (B)(6) 2010 and the patient was discharged on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.